Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case had multiple cracks, bottom case was cracked by battery compartment screw. During occlusion testing, the reported problem was duplicated. The root cause of the reported issue was found to be the normal wear. A combination of the motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn. Replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion testing which passed. No product information has been provided to date.

Event description:
It was reported a customer experienced an issue. Additional information was received which indicated that the issue was a motor rate error. No patient injury was reported.